Event description:
It was reported that ll vlv adpt(stand alone) was clogged. The following information was provided by the initial reporter: "we have another defective clave from a different lot ¿ (10) 21056548".

Manufacturer narrative:
One sample (model #2000e) was received and evaluated. No defects or abnormalities were observed. The fluid path of the sample was open and the sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2000e lot number 21056548 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) was clogged. The following information was provided by the initial reporter: "we have another defective clave from a different lot ¿ (10) 21056548."